Event description:
It was reported that the 9800 system displayed a high voltage regulator failure error message. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reset the circuit breaker (cb1) on the power motor relay pcb. The system was tested and found to be working as intended and placed back into service.